Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/05/2015 with the following findings: a call service alarm was reproduced by applying light pressure on the language data chip which prohibited testing all steps. Unrelated to the initial complaint, the battery compartment was found to be cracked below the grip. The display contrast wa found to be dim and faded. The related call service failure alarm was observed in the black box. The returned battery cap and cartridge cap were used to complete the investigation with no visible malfunctions observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.